Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
An olympus endoscopic support specialist was on site and reported that the scope's pre-cleaning and leak testing were not being done at the customer facility. This was found during maintenance involving an olympus cysto-nephro videoscope. There was no patient injury reported.